Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during dwell 1. Product surveillance contacted the patient on (B)(6) 2010. According to the patient, he was connected to the cycler during the alarm. The patient stated that the spike from the solution bag fell out. The patient stated that the bag did not fall when the disconnection occurred. The patient discarded supplies and started over with new supplies. The lot and product code information are unavailable. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the spike came out of the supply bag. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(). The sample was not returned for evaluation as it was discarded, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.